Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the condition of the downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.